Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visible inspection found the optic torn and the haptic broken. Unable to perform dimensional and functional inspection due to significant damage of the lens optic part. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -6.0 into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to refractive surprise and blurred vision. The problem was resolved. The cause of the event is reported as unknown. Reportedly, "the patient has a vague of the left eye bringing a very serious impact on their lives to make it very painful and anxious, communicated, and decided to remove crystals."